Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2006-00199. This 56 year-old male patient was admitted and was taken urgently for an intervention because of unstable angina. He had a medical history of a prior coronary artery bypass graft (CABG) and percutaneous coronary intervention (pci), hypertension, hypercholesterolemia, and diabetes. There were three lesions treated in the right posterior descending artery (rca) with three overlapping cypher stents. The first lesion was in a 4.5 x 28 mm segment and was in a bypass graft. There was little to no calcification and the lesion was predilated. A 3.5 x 33mm cypher stent was successfully deployed and there was post-dilation. The stenosis was 95% and residual diameter stenosis was none. The second lesion was in a 3.5 x 30 mm segment in the right posterior descending artery (pda). This had been previously treated with a bare metal stent and also was in the bypass graft. Therw was little to no calcification and the lesion was predilated and a 3.5 x 33mm cypher stent was successfully deployed. The stent was post-dilated and the 60% stenosis was successfully treated leaving no residual stenosis. The thired lesion was in a 3.5 x 20 mm segment of the pda and it was also in a bypass graft. There was little to no calcification. The lesion was predilated and a 3.5 x 23mm cypher stent was successfully deployed. The stent was post-dilated. The 90% lesion after treatment left no residual stenosis. Approximately nine months later, a pci was performed on the previously treated right pda with a cypher stent. The safety and effectiveness of placing cypher stents into a bypass graft has not been proven. The product was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: there are patient, lesion and procedural factors contributing to this event.

Event description:
The patient received three cypher stents in the right posterior descending artery, approximately nine months later, restenosis was noted in the previously treated right posterior descending artery.